Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that none of the disposables were working and the surgeon couldn't trace/track instruments. They switched navigation systems and then two of each instrument and patient trackers and then they finally got the system working. It was unknown if the product was damaged. This issue caused a 20 minute surgical delay. There was no reported impact on patient outcome. It was reported that the procedure was a functional endoscopic sinus surgery (fess). It was reported that they used both of their systems and tried multiple different trackers. It was likely a mix of user error, potential disposable faults and eventually they found the right combination of products and everything began working. Regarding seeing the instruments in the tracking window: "we could not get them green status. They were red status both the instrument and patient tracker. The instrument would come in and out, but it wouldn¿t calibrate."